Manufacturer narrative:
Unit received with blank display due to electronic damage by moisture. The motor assembly found with moisture damage. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with stained end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's father reported via phone call that the insulin pump was recently exposed to water. Caller reported that the customer jumped into a swimming pool while wearing the device. Blood glucose level at the time of the incident was around 70 mg/dl. The caller reported that water was visible under the display. The customer's father was advised that the insulin pump would be replaced and agreed to return the product for analysis.